Manufacturer narrative:
The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to approved release criteria. This is a known transient complication, not device related. It is mentioned as such in the directions for use (dfu). (B)(4).

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a glaucoma filtration device implant procedure, the device was touched to the iris. The intraocular pressure (iop) increased following the procedure. Yag laser was performed and the iop decreased. Additional information was requested.